Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. 9 days later, the pt presented with "radiculitis". The investigator noted the event as mild in intensity. The pt was referred by the physician to physical therapy and unspecified pain medications and steroids were prescribed. It is unknown if the event resolved, as the pt was lost to follow-up with no further data available. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted severe neurocompression as a possible explanation for the event.